Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume intermate broke ¿at the end of the wire¿. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information/correction: the date of this report of the initial submission was (B)(6) 2015. Additional information: the device was manufactured may 26, 2015 - may 27, 2015. The device was received for evaluation. Visual inspection revealed that the tubing was broken off of the distal luer lock. The cause of the condition was not determined. A CAPA has been opened to address this issue. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.